Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. A user error was identified during troubleshooting; the patient removed a solution bag from one line and connected it to another. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance with air in the final line of a cassette during use. Gts assisted the hp by explaining that the few air bubbles will go down the drain. The hp stated that he had a final bag on the white clamp line and realized his mistake. The hp further stated he changed over to the blue clamp line. Gts tried to explain that the set up was compromised. The hp stated he didn't care. The hc unit was operational. There was patient involvement but no injury or medical intervention was reported.